Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) and left ventricular (lv) leads exhibited high out-of-range pace impedance measurements. In addition to this, it was reported that the lv lead exhibited high thresholds and loss of capture, and the rv lead exhibited a fracture. Subsequently, a revision procedure was scheduled. Upon opening the pocket, purulent drainage was observed, indicating an infection. All of the patient's implanted products were then explanted due to the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--